Event description:
It was reported that, "upon tightening center nut of cross link the set screw popped out into the wound."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.